Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was programing the various cardiac resynchronization therapy defibrillator (crt-d) devices, the device battery longevity status bar was gray. It was noted that both devices were left in a room under room temperature and the battery longevity status bar was still gray. Both devices were not used and there was no patient involvement.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.